Event description:
Subsequently, this device was removed and returned for analysis.

Manufacturer narrative:
When additional information is received, this event will be updated.

Event description:
Additional information was obtained. One month later, further recommendations were provided by the technical services consultant to confirm the error code. In addition, it was recommended device replacement procedure in the near future. No adverse patient symptoms were reported.

Event description:
Boston scientific received information that this device displayed an error message indicating low battery voltage. There was concern that the battery had depleted more rapidly than expected. An internal technical service consultant was contacted and recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. Microscopic inspection revealed a crack in the capacitor. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
When additional information is received, this event will be updated.